Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Additionally, air bubbles were observed along the infusion set tubing. The customers blood glucose (bg) was412-419 mg/dl with high ketones. Ketone levels were identified as life threatening by health care provider. Customer tried to address the elevated bg by a manual insulin injection. Customer went to the emergency room. Customer was treated with intravenous fluids of saline. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.